Event description:
Affiliate reported that fluid did not flow due to blockage in the distal catheter in the neck. As a result, a revision was required.

Manufacturer narrative:
It has been communicated that the device is in transit. Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the vales which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.